Event description:
During shift check, customer reported the autopulse platform serial # (B)(4) displayed a user advisory "(ua) 07" (discrepancy between load 1 and load 2 too large) error message upon powering on. No patient involvement.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Manufacturer narrative:
Correction in section h10: the qa review manufacturer narrative has been updated. The customer reported a complaint that "the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering on" was confirmed during the functional testing. The root cause of the ua07 was due to failed load cells, likely attributed to the age of the platform, failed components, or mishandling such as a drop. The autopulse platform was manufactured in 2017 and is 5 years old, reached its expected serviceable life of 5 years. Upon visual inspection, unrelated to the reported complaint, observed crack on the front enclosure, and both of the head restraints wire on the top cover were cut. The head restraint wire could have been cut to free the patient from the platform. Cut head restraints do not render the autopulse platform non-functional. The root cause of the observed physical damages is likely attributed to user mishandling. The front enclosure and top cover were replaced to address the observed physical damages. As part of routine service during testing, the platform was examined, and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. This is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor, likely due to the age of the device. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. The archive data indicated several ua07 on the reported event date, thus, confirming the customer's reported complaint. The autopulse platform failed functional testing due to ua07 displayed upon powering on and failed load cell characterization test due to failed load cells, thus, confirming the customer's reported complaint. The load sensing system has detected a weight/load imbalance between the two load cells, checked during power-on-self-test. Load cell characterization test indicated both of the load cell modules were over reported (defective). The load cells were replaced to address the ua07. Following service, a load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with sn (B)(6).

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering on when there is no weight on the platform" was confirmed during the functional testing. The root cause of the ua07 was due to failed load cells, likely attributed to the age of the platform, failed components, or mishandling such as a drop. The autopulse platform was manufactured in 2017 and is 5 years old, reached its expected serviceable life of 5 years. Upon visual inspection, unrelated to the reported complaint, observed crack on the front enclosure, and both of the head restraints wire on the top cover were cur. The head restraint wire could have been cut to free the patient from the platform. Cut head restraints do not render the autopulse platform non-functional. The root cause of the observed physical damages is likely attributed to user mishandling. The front enclosure and top cover were replaced to address the observed physical damages. As part of routine service during testing, the platform was examined, and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. This is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor, likely due to the age of the device. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. The archive data indicated several ua07 on the reported event date, thus, confirming the customer's reported complaint. The autopulse platform failed functional testing due to ua07 displayed upon powering on and failed load cell characterization test due to failed load cells, thus, confirming the customer's reported complaint. The load sensing system has detected a weight/load imbalance between the two load cells, checked during power-on-self-test. Load cell characterization test indicated both of the load cell modules were over reported (defective). The load cells were replaced to address the ua07. Following service, a load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with sn 42133.